Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the patient experienced an epidural hematoma while placing the l2 lead. The patient lost the ability to walk as well as sensation in their legs. In turn, the leads were explanted later on the same day and a laminectomy was performed on (B)(6) 2021 to relieve pressure on the spine. Following the explant, the patient regarding full function and is doing well.